Manufacturer narrative:
The reported malfunction was observed and attributed to loose hardware within the device. The internal dovetail screws were found to be coming loose and shorting a resistor on the pim board upon contact. The pim board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self check failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.